Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had his 12cm spectra with 3cm rear tip extenders removed and replaced with a 12cm spectra device. It appears that no rear tip extenders were inserted with the replacement device. The reason for the revision was requested but not provided.